Event description:
A 62 yr old white gravida 2, para 2 female; status post bilateral subglandular inframammary gels placed in 1972 (no records, type unk). This set contracted, so in 1982 pt had replacement with unk type. This set also encapsulated, so on 7/14/87 she had bilateral open capsulectomies with submuscular placement of 250 cc gel salines (no saline added per report). This set also encapsulated early and magnetic resonance image in '95 showed "linguini sign" on left. Pt comes today, complaining of: firmness, deformity (snoopy nose) with some local discomfort/pain. She has not noticed a decrease in size or history of trauma. Complains of: myalgias, arthralgias (positive am stiffness), paresthesias, fatigue, adenopathy, night sweats, memory loss, sensitivity to sun/cold/chemicals, shortness of breath, irritable bowel syndrome. Pt is otherwise healthy.